Event description:
Reporter noted vacuum will not go up to 400; handpiece will not tune, no error message. Phaco power stopped. Cassette, handpiece and machine were changed out, and the cassette (from the same lot) would not prime. The third cassette tried worked. No pt injury reported.